Event description:
The customer reported the measurements from the siemens modality are incorrect. There was no reported pt injury associated with this event.

Manufacturer narrative:
Pt data not currently available. Date of manufacture unk. A f/u report will be submitted when the investigation is complete.